Manufacturer narrative:
A visual assessment of the device showed no ts or suture remains on the insertion needle or were returned for examination. The actuator is in its post t2 deployment position indicating a complete deployment. The needle is bent. The device was functionally tested for proper actuator advancement and cycling and was found to function as intended. Per the device IFU under warnings ¿do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed¿. No root cause related to the manufacturing process can be established. No further investigation is warranted at this time.

Event description:
It was reported that the t1 deployed and t2 would not deploy.